Manufacturer narrative:
Evaluation summary it was caused due to the delayed reprocessing at the hospital. It is not the product failure. In addition, we confirmed that the operation channel damage, the us probe failure, and the us connector body damage; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
Not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event occurred at the time of reprocessing. There was no report of patient harm. Potential endoscope contamination. These scopes are being sent if for delayed reprocessing. These are all due to last weeks winter storm that devastated (B)(6). All these scopes have been sitting for 72 hours without being properly high level disinfected.